Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of ¿268mg/dl¿ with the subject meter and alleged this was higher than a reading obtained on another unknown meter, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting and we could not confirm that the calculated difference exceeded our criteria as no exact values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.